Event description:
The patient was a ¿fidgeter¿. The patient reported hearing a ¿pop or something¿ from around the pump. They believed that it may have been a suture pulling loose. A dye study was attempted, but they couldn¿t aspirate. The pump was flipped. On the date of this report, a revision was done. When they opened the pocket, they found a "gelatinous" substance around the pump. The reporter described it as a "clearish jelly"; "almost like ky jelly or something". It was not liquid or fluid, but almost solidified. They did not believe that it was infectious. The catheter was twisted "many times" in the pocket; the catheter twisted from the patient flipping the pump. The patient had no therapy or medical problem related to the event; the patient was ¿fine¿ and there were ¿no issues" with therapy. During the revision, they moved the pump from the abdomen to the buttock. The patient¿s dose was decreased by 22%. The patient was ¿doing fine¿ following the revision. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased spasticity and itching as well as feeling the sensation of the pump flipping. The pump was removed on (B)(6) 2014 and the new pump was placed to the right flank. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.